Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-oct-10. It was reported that the cause of the inability to aspirate the catheter was not determined. The issue was resolved and it was noted that the ptm malfunction was not confirmed.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-oct-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-sep-17 regarding a patient receiving morphine (500mcg/ml at 70mcg/day) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the hcp believed there were issues with the catheter. The event date was (B)(6) 2019. The hcp went to do a dye study but wasn't able to aspirate. The hcp did not believe the drug was going anywhere. They may have also had issues with the bolus device, so they turned that off. No patient symptoms were reported and the hcp was managing the patient with orals at the time of report. The patient was scheduled for a catheter revision on (B)(6) 2019. No further complications were reported or anticipated.